Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6120817, medical device expiration date: 08/31/2017, device manufacture date: 04/29/2016.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes had molding defects. No serious injury or medical intervention.